Event description:
A customer reported that the cutter would not work after switching modes from "core to shave". The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not been evaluated. (B)(4). This report was mailed to FDA on: 06/13/2014. (B)(4).